Event description:
The patient continued to report abnormal and painful sensation in her pocket site when utilizing her internal pulse generator and spinal cord stimulator (scs) system. The x-rays obtained showed no lead migration of her percutaneous scs epidural leads. The leads are optimally placed in order to obtain pain relief of her left knee. The patient was unable to utilize her percutaneous spinal cord stimulator system due to the painful sensation she experienced in her pocket site. Diagnostic methods were performed and impedances checked out okay suggesting that the epidural leads were okay. Therefore the problems appeared to be with the internal pulse generator. Explanting and replacing the system with a new implantable neurostimulator (ins) had resolved the problem.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was increased pain around the implantable neurostimulator (ins) site. The patient continued to experience a shocking sensation in her buttocks when she increased the amplitude on her stimulation. There was implant site pain secondary to ins. The outcome was resolved without sequelae. Interventions included reprogramming. Interventions included explanting and replacing the implantable neurostimulator (ins). The event resulted in an unscheduled clinic or office visit. Diagnostic methods included device interrogation/device data which showed that the leads were okay and the implantable neurostimulator (ins) was not okay. Imaging showed that the leads were okay. The etiology was noted as related to the device or therapy and not related to the implant procedure. Signs and symptoms included abnormal painful sensation in the site pocket when the patient was utilizing her ins. Relevant medical history included: non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was reported as possibly related to the device or therapy and not related to the implant procedure.